Event description:
Consumer states 2 tampons came apart inside her on separate occasions. She was albe to remove the remaining pieces herself.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.